Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: was it the anvil release button that broke? If no, please explain what button broke (knife reverse button, manual override lever, firing trigger). Did the jaws eventually open? The tech kept squeezing the trigger button even though the reload was used, which ultimately broke it.

Event description:
It was reported that during a liver resection, the device was being fired on vessels and the device functioned as expected. When the device was handed to the tech, the jaws were closed and the power button was pressed. The jaws locked and could not be reopened. The tech pressed the button so hard that it broke. The was after the second firing of the device. A second like device was used to complete the procedure with no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p5577a. The analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. Upon further inspection, the spring firing trigger was noted to be loose and out of its intended position. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. While no conclusion could be reached as to how the spring firing trigger became out of position, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device is a psee60a.